Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer but no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. The issue persisted with at least three occurrences, prompting tandem technical support to arrange a replacement pump. The customer planned to use multiple daily injections as backup therapy and was instructed on returning the faulty pump, which was under warranty, using a pre-paid label.